Event description:
The customer reported obtaining diff vote-outs involving the coulter lh 500 hematology analyzer. There was no impact to patient results and no erroneous results were generated. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed pinch valve pv58 not functioning properly. The fse replaced solenoid lv59 and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to solenoid lv59. A definitive root cause is unknown. (B)(4).